Event description:
It was reported a cardiac perforation and pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac was selected for use. Imaging for the transseptal puncture (tsp) was challenging, making it difficult to achieve left atrial access. After several unsuccessful attempts to cross the septum, there was concern for the development of a pericardial effusion. Imaging suggested a possible small effusion; however, it was monitored for a period of time and remained stable without measurable change. The physician elected to proceed with the procedure. The 24mm closure device was successfully implanted in the left atrial appendage (laa), and the patient remained hemodynamically stable throughout the procedure. Post-deployment imaging showed no change in the effusion compared to prior assessments. On the following day, the physician reported that the pericardial effusion had increased in size after the procedure. A pericardiocentesis was subsequently performed to treat the effusion. There were no further complications, and the patient was discharged the next day.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.